Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation. A representative of jinan aolinweichuang medical informed cook on 21jun2023 of an incident involving an ngage nitinol stone extractor (rpn: nge-022115-mb; lot # 14848101). It was reported that the basket would not open/close before use on 19jun2023. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The complaint device was returned in an open pouch with the shipping tray. A functional test found the basket was closed and could not be opened. The basket assembly was removed from the handle and it was found the basket could not be opened manually. It was observed that the issue preventing the basket from opening was at the distal end of the assembly. The distal end of the basket showed residue on the distal end of the basket wires. The residue might have been contrast media, indicating the device was used. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 14848101 records no relevant non-conformances. A lot history search found one other likely related complaint had been reported for this lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: postal code: (B)(6). E1: phone: (B)(6). E1: mobile: (B)(6). G4: PMA/510(k) number = exempt . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, while testing the ngage nitinol stone extractor, the doctor found that the basket did not open and close properly prior to an unknown procedure. The procedure was completed with a new same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.